Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h6. Complaint can be confirmed. Visual examination of the returned tension gauge identified signs of use with scratches and gouges present and confirmed the reported event that the device was cracked/fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tension gauge cracked at the end of the case during trailing. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. No further information has been provided.